Event description:
It was reported that a homechoice (hc) device infused the wrong solution volume into a patient¿s peritoneal cavity. The issue was noticed after automated peritoneal dialysis (apd) therapy. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and a device evaluation is anticipated. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During internal/external inspections and functional testing, the manifold o-rings were found to be malfunctioning. A simulated therapy was performed and no additional defects were identified. The device passed electrical testing. The cause of the inaccurate fluid transfer was determined to be malfunctioning o-rings. The o-rings were scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.